Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized or received treatment prior to death. It was not reported if, dianeal therapy was ongoing until the time of death. It was not reported whether autopsy was performed. No additional information is available at this time.